Event description:
Patient was being positioned for craniotomy. His head was fixed in pins, then patient was positioned prone, head placed in mayfield head holder. While positioning, the tension on the c clamp released, the clamp slipped lacerating the left side of the patient's head. This was stapled closed, and patient re-positioned and intended surgery performed. Laceration resulted in minor injury to patient.====================== manufacturer response for mayfield modified skull clams, mayfield (per site reporter).====================== requested clamp be returned for analysis.